Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken cable was confirmed during product evaluation. This condition was caused by mishandling. The power cord was replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the maternity ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.